Manufacturer narrative:
Corresponding retention test strips were tested in comparison to masterlot #286321-80 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.

Manufacturer narrative:
Country of origin is (B)(6). Occupation is lay user/patient.

Event description:
The customer complained of a discrepant inr result when using coaguchek xs meter serial number (B)(4), when compared to a laboratory result using an unknown method. The customer received a meter result of 4.9 inr and a laboratory result of 3.3 inr. No changes were made to the customer's medication. The customer "always" has normal results such as 3.1 inr and 3.2 inr. The customer¿s therapeutic range is 3.0 - 3.5 inr. There was no change in medication. There was no allegation that an adverse event occurred. The patient does not have a known impaired liver function. There was no lifestyle change at the time.